Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin sore under the front therapy electrode. The patient's sore reportedly bled. The patient planned to contact her physician, and was not willing to discuss the sore further. The current medical condition of the sore is unknown as the patient refused follow-up.